Event description:
Claimant alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."

Manufacturer narrative:
Section f completed by baxter healthcare as described in info provided by initial reporter. H6: rec'd per litigation. Baxter never designed, mfg, or sold breast implants. The american heyer-schulte division of american hospital supply corp ceased MFR and selling of breast implants in 1984. Baxter's involvement in breast implants is a result of its acquisition of american hospital supply corp in 1986. F10: labeling-rec'd per litigation.